Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws would no longer open during an ectopic pregnancy procedure. There was no tissue loss or patient injury.

Manufacturer narrative:
(B)(4). Date of follow-up report : 11/24/2015. The complaint could not be confirmed. Examination of the returned device found that it functioned normally and within specifications. The jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger, as well as cut a silicone test strip with acceptable results. Review of the device history records found no potentially pertinent irregularities. No trend has been identified for this failure mode and no corrective action is indicated.